Event description:
The customer stated she was connected during priming and accidently delivered unneeded insulin. The customer stated she was treated by paramedics for hypoglycemia, but was not taken to the hospital. The customer stated she was trained on the insulin pump, however she did not understand the verbiage of the insulin pump functions. It was arranged to have the customer work with her trainer to provide further instruction on how to use the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.